Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. During physical inspection the only anomalies observed were dull iui connectors and a crack at the lower door hinge. Analysis of the pcu event log shows that at 2:05 am on (B)(6) 2018 a remote IV request order was received to infuse drugid 1 at a rate of 100ml/hr with a vtbi of 1000ml; the user started the infusion. A few seconds later, the user changed the vtbi to 985ml and started the infusion. At 3:23 am, the device alarmed for air in line. At 3:28 am, the user channeled the device off. Between 3:31 am and 7:59 am, the user selected the device 3 times, restored the infusion but did not start the previous programming, and then channeled the device off each time. The volume recorded as being infused was 130.03ml. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that an infusion of 1000 ml was programmed for a rate of 100 ml/hr, but finished in 80 minutes. No patient harm was reported.